Manufacturer narrative:
This MDR is submitted to correct information previously reported in d4 primary UDI number. Additionally, h6 component code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
H6 updated with a040601. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. Placement signal not reliable alarm was active. The pump kinked upon insertion in the catheterization lab. It was still flowing accurately. The medical doctor opted to turn off the audio for placement alarms. They were educated on the need for an echocardiogram to confirm placement and to watch for hemolysis due to the pump being posterior. The medical doctor opted not to reposition. The procedure outcome was successful with this device. The patient's outcome is stable.

Manufacturer narrative:
D4 revised. G2 updated with medwatch number and medwatch attached.